Event description:
The pt received her trial scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the pt presented to the clinic reporting a decrease in stimulation. The pt attempted to increase the amplitude of the stimulation, however, she felt no change. Visual examination of the pt found that the leads had pulled slightly out of the pt's body. The leads were explanted and the trial was ceased. The explanted leads were not returned to the MFR for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.